Manufacturer narrative:
Customer was provided with a replacement display.

Event description:
Customer reported an issue with the panoramic central station's display, which may have affected telemetry monitoring. No pt injury was reported.